Event description:
A pharmacist reported while the surgeon was making a corneal incision, the blade of the knife was not sharp. The knife was switched out and the case was completed without any further incidents. There was no patient harm reported. No additional information is expected to be received. A sample is expected to be returned and will undergo an in-house investigation upon receipt.

Manufacturer narrative:
The investigation is in progress. Samples have been received and in-house testing is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).